Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report having issues with inserting the sensor. Customer stated that the sensor inserted but was pulled out when lifting the serter. Customer stated that the serter's catch arm was not bent and there might be a problem with the sensors from that box. During the call, the customer reported having low blood glucose of 2.3 mmol/l. Sensors would be replaced. The insulin pump would not be replaced or returned for analysis.